Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled device change out procedure. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The physician elected to cap and replace the lead during the procedure. The patient tolerated the procedure well and would continue to be monitored.